Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to device performance issues. During procedure, a broken tubing near pump was identified. All components were removed and replaced.